Event description:
Complainant alleged that while attempting to treat a male pt, the device failed to discharge on the first attempt. The clinician indicated that the at second attempt, the device delivered a shock. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.